Event description:
The reporter stated, that the surgeon inserted a 23.5 diopter, cq2015 three piece collamer lens and the lens tore upon insertion into the eye. The lens was removed and another lens was inserted. No pt injury. The reporter stated, that the cause of the lens tear was due to the injector/cartridge system.